Event description:
Reportable based on device analysis completed on 28-apr-2022. It was reported that crossing difficulties were encountered. The 75-80% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery. A 3.50 x 20mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient condition was fine. However, returned device analysis revealed a detached stent.

Manufacturer narrative:
Synergy xd mr ous 3.50 x 20mm stent delivery system was returned for analysis. The device was returned without the stent. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and signs of positive pressure applied to them were noted as the balloon folds were noted to be relaxed and crimp stent markings were visible on the balloon body. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues noted with device.